Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with extension set leaking at the hub and separating where it attaches to the insyte.

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 8219546; the lot number was built on afa line 7 from 09aug18 thru 12aug18. Packaged on packaging line 9 from 10aug18 thru 13aug18 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate ¿ the defect separation inserter from tubing; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with extension set leaking at the hub and separating where it attaches to the insyte.